Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a power (power issue) issue. It was reported that the patient used (B)(6) batteries and noticed over the past 9 months the battery sometimes had to be to re-entered in order to power up the pump; during the first placement of the battery the pump did not power on but with second placement of same battery the pump did power on. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 9/05/2017 with the following findings: a review of the pump black box data showed no evidence of pump reboot events. During visual inspection of the pump, it was observed that the battery compartment was cracked. The returned battery cap was undamaged and able to fit securely to the pump. The returned battery cap was fastened and then unscrewed half a turn with no power reboots occurring. The pump was exercised for 24 hours with no loss of power occurring therefore the investigation was unable to duplicate the initial complaint about a ¿power¿ issue. The pump¿s cover was removed and no intermittent conditions were found to the printed circuit board or to the continuous glucose monitoring module. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.